Manufacturer narrative:
Per laboratory evaluation, the batteries were received in a severely depleted condition. After one charge / discharge cycle, the batteries held up under load for more than the required time. After passing the load test, the batteries were then fully recharged for over thirteen hours. The batteries have not exceeded their recommended 2 year service life. Per the field service representative (fsr), the batteries were below 5.0vdc due to not being charged since the last preventative maintenance on (B)(4) 2013. The fsr installed new batteries, confirmed "new battery" and allowed to charge until fully charged and reset to 18.0ah. The unit operated to manufacturer specifications and was returned to clinical use.

Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the batteries were dead on the perfusion system. Since the event occurred during preventative maintenance, there was no patient involvement.